Event description:
The patient reported experiencing elevated blood glucose of up to 21.8 mmol/l (392 mg/dl) on (B) (6) 2010 - (B) (6) 2010. The patient change the battery, adapter, insulin cartridge, and infusion set and bolused and was unable to lower blood glucose readings. The patient stated that e7 (electronic) error was displayed on the infusion device twice. The patient believes the infusion device delivers too little insulin. The patient's normal blood glucose range is 6-8 mmol/l (108-144 mg/dl). No further information is available. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.